Manufacturer narrative:
(B)(4). The defective sample was received on 5th october 2016. Decontaminated defective sample was delivered in double plastic bag. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The defective sample was examined. From the first look it is clear that the memobag is leaky. The hole/crack was found in the bottom part of memobag. The hole/rupture is compact and the foil is drawn at the place of rupture. The rupture is not located in the seal. This rupture was created from the inside out. The reported defect "device broke during extraction of the piece" can be confirmed - the hole in bag was found. Such hole cannot be found after bag inserting and opening depending on character of the hole. This rupture was created from the inside out. Full functional inspection of closing/opening the memobag (returned defective sample) was performed. There was observed no issue with closing/opening of the memobag. Both loops and wire are without damage. The root cause of this complaint was determined as improper method of use during memobag removal - other remarks: non-fulfillment of instruction in the IFU, depending on character and size of the found hole/rupture.

Event description:
The extraction bag broke and the contents fell into the patient and were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The extraction bag broke and the contents fell into the patient and were removed. The patient's condition was reported as fine.